Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime and system sensor test due to faulty resistor. Pump passed the operating currents measurement, self test, rewind, basic occlusion test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Restart alarm after battery change due to faulty board. Pump had cracked case at display window corners, battery tube threads,reservoir tube, missing end cap sticker, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.